Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A system log review was not performed since there is insufficient or unconfirmed product/event information. Based on the information provided at this time this complaint is being classified as a reportable malfunction event due to the following conclusion: it was reported during a procedure that a da vinci cadiere forceps arm fell off inside of the patient when jaws were opened. A slotted grasper was inserted through a port to retrieve the broken arm piece. The slotted grasper broke at the hinge when jaws were closed on arm piece. All fragments were retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
On 12-nov-2020, intuitive surgical, inc. (Isi) received mw5097393 report stating: "da vinci cadiere forceps arm fell off inside of patient when jaws were opened. A slotted grasper was inserted through a port to retrieve the broken arm piece. Slotted grasper broke at the hinge when jaws were closed on arm piece. All pieces obtained and given to associate manager." There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.